Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent profile problem occurred. The patient presented with compression in the left femoral vein causing left leg swelling and pain. Pre-dilatation was performed on the lesion and after a great flow was obtained, a 14x40/9fr 75cm wallstent endoprosthesis was advanced to treat the lesion. Proper technique was observed in the deployment of the stent. However, when the stent was deployed until almost the no return marker, the stent was not apposing to the vessel walls appropriately and was noted to be not the right size. The stent was re-constrained, removed from the patient, and deployed it on the table. It was then observed that the two ends of the deployed stent were of different sizes. The procedure was competed with a non-bsc balloon expandable stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The stent was visually inspected and no issues were noted. The stent measured from the non-flared end and is within specification. The stent was flared at one end; however this is normal for wallstent uni stents. The markerbands delivery device was not returned to the manufacturing site for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that stent profile problem occurred. The patient presented with compression in the left femoral vein causing left leg swelling and pain. Pre-dilatation was performed on the lesion and after a great flow was obtained, a 14x40/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. Proper technique was observed in the deployment of the stent. However, when the stent was deployed until almost the no return marker, the stent was not apposing to the vessel walls appropriately and was noted to be not the right size. The stent was re-constrained, removed from the patient, and deployed it on the table. It was then observed that the two ends of the deployed stent were of different sizes. The procedure was competed with a non-bsc balloon expandable stent. No patient complications were reported.